Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: "IFU states the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There was no patient involvement.